Event description:
End user's was allegedly injured while riding on a bus. Her feet got caught when the joystick responded unexpectedly. She says she was not wearing shoes and she stubbed her toes causing injury to her feet. Medical intervention was sought. She can not provide the serial number for confirmation.